Event description:
On 11/20/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 11/18/24. On 11/21/24 a beta bionics customer care agent followed up with the user about the event. On (B)(6) 2024 the user's bg was initially high at 400 mg/dl before starting on the ilet. After initiation, the ilet rapidly lowered their bg, but it led to hypoglycemia. While shopping at walmart, the user did not hear the ilet's alerts due to the noise in the store. They began to feel sick and saw that their bg was 46 mg/dl. As they walked to their car to retrieve fast-acting carbs, their legs gave out, and they lost consciousness in the parking lot. Bystanders called an ambulance, and emergency responders administered fast-acting carbs and monitored the user until their bg stabilized, allowing them to drive home. The user reported their lowest bg level was 39 mg/dl, and they remained hypoglycemic for approximately 45 minutes. Immediate symptoms included feeling sick, leg weakness, and loss of consciousness. The user has decided to continue using the ilet.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.